Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. The customer reported a substantially higher dose to a pediatric patient. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. Detailed investigation revealed that dose regulation on plane b failed as the current-measurement readback did not work correctly. This feedback error was due to a problem on the regulation board d601. The user could and did recognize the problem as the images were overexposed. The procedure was continued and finished on the imperfect system. According to system logs, the additional dose (50mgy) that was applied to the patient according to the system failure stayed far below the given threshold (500mgy) of unintentional exposure (due to either technical fault or user error / carelessness). The system was recovered after exchange of the d601 board in the generator. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.